Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported during the procedure that while accessing the coronary sinus, the catheter kinked. The catheter was removed and replaced with a new catheter and the case was completed. There were no patient complications reported as a result of this issue.